Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 22 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with bolus. Customer was declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report provided. The correct information has been provided with this report.

Event description:
Customer's parent reported that the customer had experienced low blood glucose events. Customer's blood glucose was 22 mg/dl at the time of incident. No form of treatment was reported and customer declined low blood glucose troubleshooting. It was also reported issue with the insulin pump bolus wizard. Assisted customer turned on the bolus wizard on his insulin pump. The product will not be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer's parent reported that the customer had experienced low blood glucose event due to working and not eating enough. Customer's blood glucose was 22 mg/dl at the time of incident. No form of treatment was reported and customer declined low blood glucose troubleshooting. It was also reported issue with the insulin pump bolus wizard. Assisted customer turned on the bolus wizard on his insulin pump. The product will not be returned for analysis